Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified vessel. A 1.50mm x 15mm maverick 2 balloon catheter was advanced for dilation. During the procedure, it was noted that the balloon burst and there was a damage on the protector tip. No patient complications were reported. It was further reported that the target lesion was 80% stenosed. The balloon burst on the second inflation at nominal pressure. There were no issues removing the device. The procedure was completed with another of the same device.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified vessel. A 1.50mm x 15mm maverick 2 balloon catheter was advanced for dilation. During the procedure, it was noted that the balloon burst and there was a damage on the protector tip. No patient complications were reported.

Manufacturer narrative:
The device was returned for analysis. The device was visually and microscopically examined. At 39.8cm from the strain relief, the hypotube of the device was separated. There were numerous hypotube kinks to the device. There was blood and contrast in the manifold, inflation lumen, and the balloon. There was blood in the guidewire lumen and the balloon was loosely folded. The distal end of the device was connected to a touhy and prepped with an inflation device filled with water to inflate the device. The device inflated and deflated with no issue or irregularity.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified vessel. A 1.50mm x 15mm maverick 2 balloon catheter was advanced for dilation. During the procedure, it was noted that the balloon burst and there was a damage on the protector tip. No patient complications were reported. It was further reported that the target lesion was 80% stenosed. The balloon burst on the second inflation at nominal pressure. There were no issues removing the device. The procedure was completed with another of the same device.